Event description:
It was reported to philips that the system experienced a ups connection issue that resulted in system shutdown. The device was outside of clinical use at the time of the event. No harm to the patient was reported. Philips has started an investigation of the complaint.